Manufacturer narrative:
The srt verified that the epgs had a defective oxygen (o2) pressure transducer as it was found to be leaking pressure and causing the epgs to not maintain the correct pressure for calibration. The srt replaced the pressure transducer. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The service repair technician (srt) reported that during testing of the device at the service center, the electronic patient gas system (epgs) failed calibration. There was no patient involvement.